Manufacturer narrative:
This device is currently not available for return at this time. No further information concerning this report is currently available. This investigation will be updated should further information be provided.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited battery depletion alert with beeping tones. Previously the device was at 21% and after approximately two months the device had declared end of life (eol). Subsequently, the device was explanted due to a product advisory. No additional adverse patient effects were reported. This device was included in the november 2018 sq-rx model 1010 pg shortened replacement interval advisory population.